Event description:
With 10 min remaining in dialysis session, arterial line noted to have innumerable small bubbles in distal to location of tubing connection by rn who notified covering md. Vet asymptomatic and hemodynamically stable. Machine alarm did not go off. Hd session terminated and blood not returned.